Event description:
The physician attempted to deploy an endeavor sprint 2.5 mm diameter x 14 mm length rapid exchange stent to the left anterior descending, but it would not pass through a previously deployed stent. The pt suffered a perforation in the diagonal and not the lad. The vessel was heavily calcified and pre-dilatation was not performed. Difficulties were encountered with wire placement across the lesion. The account has reported that the physician does not know when the perforation occurred, but to his knowledge, the perforation did not occur during attempted passage of the relevant stent. The pt status post-procedure was stable and no add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (root cause is undetermined), (pre-dilatation was not performed), (perforation is listed in the IFU as a complication that may be associated with the use of a coronary stenting device).